Event description:
Ous MDR - it was reported that during a routine follow-up a warning for an elevated current consumption was displayed after an implantation period of about 34 months. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed indicating a potential elevated current consumption. Therefore, the pacemaker¿s memory content was analysed confirming this observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be still sufficiently charged. Subsequent investigations revealed that an integrated circuit of the electronic module was damaged leading to an elevated current consumption draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions and the current consumption to be flawless. In summary, the clinical observation resulted from a damaged integrated circuit on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however, the date of occurrence was not determinable. The therapy functions of the pacemaker were available while implanted and in service.